Event description:
On 10/15: customer reports injector enable light not working on powerhead. No reported injury.

Manufacturer narrative:
Covidien service engineer found the enable light was not working on the powerhead, but unit was still fully functional. The service engineer replaced the powerboard and the enable light worked. Service engineer performed flow, pressure and ram position checks per the service manual and all were ok. System returned to full service by the customer.